Event description:
Placed stapler on vena cava, fired stapler and stapler wouldn't release to remove from tissue. Added 1 hour to surgical case. Delay in procedure, as surgeon needed to manually dissect to remove stapler from artery. Artery sutured without ligation. Pt's condition has progressed since surgery.